Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During the evaluation cracks were found on the tail pins of the upstream sensor, causing the reported symptom. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.